Event description:
It was reported that during the farapulse ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. During the procedure visible air and leak was observed in the faradrive sheath. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Isual inspection found a kink near the distal tip of the shaft. This condition of the shaft was not mentioned in the complaint summary and is unlikely to have contributed to the reported allegations, indicating it must have occurred during storage or transportation. Microscopic inspection of the hemostatic valve identified a tear in the outer valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. During the procedure visible air and leak was observed in the faradrive sheath. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.